Event description:
A user facility reported to olympus that no image was seen. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. The reporter attributed the cause of the problem to a scope. The suspect scope was taken out of service and sent to for repair. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the reported event/problem related to the scope could not be identified. However, it¿s likely the cause is related to normal deterioration that led to contact failure. Olympus will continue to monitor field performance for this device.